Event description:
The customer reported that the system produced uncommanded x-rays. No pt was involved in this event. There is no report of ot injury associated with this event.

Manufacturer narrative:
The customer called and requested that the field service rep order and deliver a generator interface board to repair the system. The board was delivered as requested. No further repair information is available.